Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the helix would not deploy after at least 23 turns of the pinch-on tool. A gap was not seen where there should have been one on the lead tip. Sensing and threshold were fine, but impedance varied a little. It was suspected that a small portion of the helix protruded and had endocardium contact. The physician would not turn it anymore. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.